Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) possible defects and adverse events include: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in 2015, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A contralateral leg endoprosthesis (plc271200j) was implanted in the right common iliac artery. On an unknown date, a distal type I endoleak from the plc271200j was identified, and it was revealed that the endoleak caused dilation of the right common iliac artery. Also, aneurysm enlargement of the right internal iliac artery (outside the treatment area of initial procedure) was identified. On (B)(6) 2025, a reintervention was perfomed. An additional stent graft was implanted to extend to the right external iliac artery after embolization of the right internal iliac artery. The endoleak was resolved. The patient tolerated the procedure. The physician reportedly stated as follows: the right common iliac artery was considered to have had a tendency of dilation from the initial procedure since the contralateral leg endoprosthesis with a large diameter was implanted there. Postoperative enlargement of the right common iliac artery was predictable.